Manufacturer narrative:
(B)(4). Date sent: 2/9/2026 d4: batch # 357d02. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? ¿ no, the only complaint was at the time that they try to open the stapler. The stapler doesn¿t open at the first try. When the vessel opened, it bled 2. How was the bleeding controlled? ¿ yes 3. How much blood was lost (ml)? ¿ I don¿t have that information 4. Did the patient require a transfusion? ¿ no 5. Could you please provide more details about the type of oozing? ¿ I was not present at the surgery, I don't have the information. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The knife was examined for visual inspection and no damages were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described of hemostasis controllable could not be confirmed as no damages were noted on the knife. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch # a9725v, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 357d02, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic nephrectomy procedure, the doctor inserted the stapler with its cartridge, fired, and performed without issue. However, when attempting to open the stapler, it failed to open, reportedly jammed and difficult to open. After several attempts, they finally managed to open it, but the vessel was compromised (bleeding) due to the excessive manipulation of the clamp. They removed the device and sutured manually to complete the procedure with a delay of 10 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.